Event description:
A 49 year old with non-hodgkin's lymphoma was admitted to this hospital with fever, anemia, dyspnea and weakness. During the course of her stay, extravasation problems were noted with her vascular access port. The port had been placed previously at another facility in another state. The history is unclear and little info is available. In addition, the pt has not always been compliant with care. Due to the malfunction of the port, it was removed surgically on 4-29-98. The pt was discharged in stable condition on 05-02-1998. She is complaining of feeling tiredness, fatigue, shortness of breath, and fevers.